Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received multiple alerts for low hv lead impedance. Lead revision was suggested. No further information is available.